Event description:
It was reported to boston scientific corporation in 2007, that a gastroscopy procedure using a cre balloon dilatation catheter was performed one day prior, (male patient). According to the complainant, after successfully completing the procedure, the physician was "unable to deflate the balloon dilator." The scope was removed from the patient with the balloon partially inflated. Once outside the patient, the balloon was "popped" and removed from the scope. At the conclusion of the procedure, the patient's condition was reported as "fine".

Manufacturer narrative:
The suspect device has been received, but an evaluation has not been performed. Therefore, a failure analysis is not available, and it is not possible to determine the relationship between this device and the cause of this event. A review of the device history record, a product evaluation, and a review of the product family complaint trend report are in progress; results will be provided in a follow-up medwatch report.